Manufacturer narrative:
It was reported that assistant had some difficulty in getting the introducer handle to move once they started to deploy the stent, and once the assistant really put pressure to move the handle, the handle separated from the shrink tube and the outer sheath of the stent was no longer operational. As a result of analysis of returned device, outer sheath was detached and stent was loaded. It is observed that the broken outer sheath is pulled out. Also, the kinked mark was observed in front of the yellow marker of outer sheath. Also, it was observed that the part of tip was inserted into the sheath. There are the fluent curves on stent loaded part, and deployment was tried without pressure, and, very strong resistance occurred, but it was gradually deployed, resulted in deployment success. The kinked marks were also observed at the front of the yellow marker, and middle part of the inner sheath. Colon structure where stent was implanted is curvy. It can be hard to deploy due to pressure generated by patient's bended lesion. Outer sheath can be stretched and detached so it can cause deployment failure if deployment was tried by force in this situation. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the deployment success under the none pressure even though the strong resistance has occurred, the detached outer sheath, curve on the stent loaded part, the kinked marks observed on the sheath, it is considered that delivery system was pressured due to patient's lesion during procedure and deployment was tried in that situation. It was hard to deploy due to pressure/curved sheath, in which was concentrated the force, and the strong resistance occurred, and sheath was kinked, and the outer sheath was detached in the end, resulted in deployment failure. In addition, based on "the part of tip was inserted into the sheath", it seems that the user tried the recapture since the deployment was hard. This device is not able to recapture. Taewoong medical's being able to recapture devices are labeled " reconstrainable " on the box and attached tag. In addition, based on the description "olympus therapeutic colonoscope (3.7mm working channel) was used", and "record of medical history is cancerous stricture 30-40 cm in sigmoid", it is considered that the relevant product was used in colon. It is stated on user manual by this firm in order to prevent these problems as follows. Indication for use: the niti-s comvi esophageal stent is intended for maintaining esophageal luminal patency in malignant strictures. Contraindication: any use other than those specifically outlined under indications for use. This complaint is assumed that it was malfunction due to pressed by patient's lesion(colon), and the user has used the product to colon stricture instead of using it in the intended location (esophagus). There will be continued to monitor the same or similar customer complaints.

Event description:
This was a fairly long stricture with a tight anastomotic stricture as well. The dr advanced the stent introducer over a wire guide (.035) and the assistant had some difficulty in getting the introducer handle to move once they started to deploy the stent. Once the assistant really put pressure to move the handle, the handle separated from the shrink tube and the outer sheath of the stent was no longer operational. The assistant used a hemostat to try to move the outer catheter once it broke, but to no avail. The defective stent introducer was removed and another of the same stent was placed without incident successfully. An olympus therapeutic colonoscope (3.7mm working channel) was used to advance the stent.